Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coils (swiftpac). The physician implanted the first coil in the right mma. The physician decided to use a longer swiftpac and reported that there was more pressure than before. While advancing the swiftpac, the swiftpac unintentionally detached. It is unknown whether the swiftpac was implanted or removed. The procedure was completed using new swiftpac coils in the left mma. There was no report of an adverse effect to the patient.